Event description:
This is a resubmission from the original report to correct and update info. Pt injected with hydrelle filler on (B)(6) 09. A total of 4 syringes were used in the cheeks, nasolabial folds, oral commissures and marionette areas. Pt came into the office on (B)(6) 2010 and stated that she started to feel hard nodules in the nasolabial fold and around oral commissures 1 week earlier but it has 'flared' on (B)(6) 2010. Upon exam, pt has firm subcutaneous nodules in the nasolabial folds and lower face where hydrelle was injected, with overlying purple-red discoloration and pt complains of a burning sensation. Pt was placed on oral prednisone, starting (B)(6) 2010. Pt was seen again on (B)(6) 2010 with an 8 mm nodule in the left nasolabial fold with an adjacent 5 mm purulent nodule. I&d done for cyst and pt placed on bactrim ds bid and altabax ointment topically on the cyst and inside the nose bid. Prednisone discontinued at this time. Warm compresses bid and takes ibuprofen consistently over the next 2-3 days. Pt was seen next on (B)(6) 2010 with a 4 mm eroded area over a 1 cm cystic mass, along with indurated nodules along the treated areas in the nasolabial folds, oral commissures and marionettes. Recommend pt continue bactrim ds and altabax ointment. Begin zyrtec 10 mg daily and may consider restarting prednisone the following week. Attempted I&d with local anesthetic unsuccessfully. As of (B)(6) 2010, suspect a bacterial infection and not an allergic reaction. Will continue to monitor pt.

Event description:
Pt injected with hydrelle filler on (B) (6) 2009. A total of 4 syringes were used in the cheeks, nasolabial folds, oral commissures and marionette areas. Pt came into the office on (B) (6) 2010 and stated that she started to feel hard nodules in the nasolabial folds and around oral commissures 1 week earlier but it had 'flared' on (B) (6) 2010. Upon exam, pt has firm subcutaneous nodules in the nasolabial folds and lower face where hydrelle was injected, with overlying purple-red discoloration and pt complains of a burning sensation. Pt was placed on oral prednisone, starting (B) (6) 2010. Pt was seen again on (B) (6) 2010 with 8 mm nodule in left nasolabial fold with an adjacent 5 mm purulent nodule. I&d done for cyst and pt placed on bactrim ds bid and altabax ointment topically on the cyst and inside the nose bid. Prednisone discontinued at this time. Warm compresses bid and take ibuprofen consistently over next 2-3 days. Pt was seen next on (B) (6) 2010 with a 4mm eroded area over a 1cm cystic mass, along with indurated nodules along the treated areas in nasolabial folds, oral commissures and marionettes. Recommend pt continue bactrim ds and altabax ointment. Begin zyrtec 10 mg daily and may consider restarting prednisone the following week. Attempted I&d with local anesthetic unsuccessful. Will continue to monitor pt. Dose or amount: 4 ml. Frequency one time. Route ID. Dates of use: (B) (6) 2009. Diagnosis: elective procedure.